Event description:
It was reported that balloon rupture occurred. A 15mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon was punctured and was not possible to inflate. The procedure was successfully completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the balloon identified no damages. Multiple kinks were noted along the hypotube shaft. No kinks or damages were noted in the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole in the balloon located in the balloon material at 1 mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material at 1 mm distal to the proximal markerband when inflating to rated burst pressure of 12 atmospheres.

Event description:
It was reported that balloon rupture occurred. A 15mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon was punctured and was not possible to inflate. The procedure was successfully completed. There were no patient complications.